Manufacturer narrative:
It was reported that after primary thr approximately 5 years ago, patient presented a sore back and sciatic pain. X-rays showed that r3 cup migrated superiorly and had opened. A revision surgery was performed to explant the r3 3 hole acetabular shell 56mm. Stability and range of motion was regained. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device batch number was not provided, a review of the manufacturing records for the listed part could not be performed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. A medical analysis noted that the requested medical documentation was not available due to lack of consent. Therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, a thorough assessment cannot be rendered. Based on this investigation, the need for corrective action is not indicated. Some potential causes could include but are not limited to fit/sizing, traumatic injury, abnormal motion over time, poor bone quality or patient medical history. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that after primary thr, patient presented a sore back and sciatic pain. X-rays showed that r3 cup migrated superiorly and had opened. A revision surgery was performed to explant the r3 3 hole acetabular shell 56mm. Stability and range of motion was regained.